Event description:
Distributor requested repair of an ambulatory infusion pump due to "failed 20ml accuracy test, +6.5%". No patient details were provided.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in "good" physical condition. A review of the event history log showed indications of delivery accuracy testing being performed prior to the pump's return. Delivery accuracy testing performed during investigation found the pump's accuracy to be within specification.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in "good" physical condition. A review of the event history log showed indications of delivery accuracy testing being performed prior to the pump's return. Delivery accuracy testing performed during investigation found the pump's accuracy to be within specification.